Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 44 mg/dl at the time of the incident. Customer did not mention any symptoms related to the low blood glucose incident. Customer treated the low blood glucose with food. Customer did not mention whether the auto mode feature was active at the time of the incident. The insulin pump will not be returned for analysis.